Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had two large volume pump modules infusing tpn and lipids into a patient on (B)(6) 2025 . The pcu started beeping "system error" with a red screen and error code 120.4610. The pumps continued to infuse, but the pcu could only be silenced for 2 min or so before it would start alarming again. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : initial reporter occupation, report source, returned to manufacturer on. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported event that the device displayed error code 120.4610 was confirmed based on the review of the pcu error logs; however, the error could not be replicated during the laboratory testing. The probable cause of the reported event where the device displayed error code 120.4610 could be attributed to the battery lower capacity identified during the investigation. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. A review of the received pcu error logs showed an error code (120.4610 ¿ general) occurred on february 28, 2025; at 6:18 pm, on the suspect pcu. The customer provided an event date of february 28, 2025. A review of the pcu event log, prior to the reported event date, identified the events noted: at 2:54 pm the pcu alarmed battery low, the key silence was pressed 6 (six) times the unit was connected to ac power multiple times between 2:57 pm to 6:32 pm. At 6:18 pm pcu alarmed error code 120.4610 (charge level low failure) at 6:34 pm the infusion programed was paused with a primary volume infused of 74.133 ml at 6:40 pm the unit was channeled off. A battery conditioning test was performed on the suspect pcu, the test completed successfully, and the capacity was noted out of specification. The results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 3527 mah. The main battery was observed with date code of 2310 (march 2023). The bd alaris user manual v12.3.1 states under troubleshooting and maintenance section that the battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever possible. The user manual also states that the battery should be replaced every two (2) years by biomedical engineering. The bd alaris pcu and pump module technical service manual states in troubleshooting table error codes section the following for the error code 120.4610. The explanation for the error code the processor charge current is too low for the present charge level setting on the charger chip. The battery and the power supply board should be replaced. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please re-torque all screws and replace the battery. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported event that the device displayed error code 120.4610 could be related to the battery lower capacity. The error could not be replicated during the laboratory testing. Note that this report lists imdrf annex a1801, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pcu had two large volume pump modules infusing tpn and lipids into a patient on (B)(6) 2025. The pcu started beeping "system error" with a red screen and error code 120.4610. The pumps continued to infuse, but the pcu could only be silenced for 2 min or so before it would start alarming again. There was patient involvement, but no harm.